Event description:
On or about (B)(6) 2010, the pt was implanted with a sparc sling system. It was reported that, after the implantation of the mesh, the pt continued to experience worsening dyspareunia and vaginal erosion. It was also reported that, "after, and as a result of the implantation of the pelvic mesh products," she suffered injuries, including, but not limited to, chronic pain, erosion of her internal bodily tissue, hardening, recurrent incontinence and that she experienced mental and physical pain and suffering, she has required additional surgery and / or medical treatment, and she has sustained permanent injury / disability and / or other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.